Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately calcified vessel. A 2.00mm x 12mm emerge balloon catheter was advanced for dilation. However, during second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported and the patient was in good condition.